Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a routine follow up the shock impedance measurements were outside the normal range. A save to disk was sent for review to technical services. The device remains implanted. No adverse patient effects were reported. Additional information noted that during a follow up the shock impedance measurements were within range. The patient will be scheduled for an office visit to assess the impedance trend. No further actions were taken.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that during a routine follow up the shock impedance measurements were outside the normal range. A save to disk was sent for review to technical services. The device remains implanted. No adverse patient effects were reported.